Event description:
Patient presented with severe deep vein thrombosis. Radiologist inserted an inferior vena cava filter (ivc) under fluoroscopic guidance. A malfunction in the deployment of the filter occurred, in that one of the legs on the filter did not deploy completely. Lateral angiogram showed that the inferior metallic portion of stent covered the entire inferior vena cava but one of the legs appeared to be stuck on another leg and did not oppose the wall of the vena cava. Physician left ivc filter in place, as he believes the filter is adequately anchored with 3 of the 4 legs deployed.====================== manufacturer response for inferior vena cava filter, vena tech vena cava filter======================mfg. Asked for, and was provided, the sex and age of the patient involved.